Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent breast augmentation revision with mentor memorygel breast implant 375cc on the left side and with mentor memorygel breast implant 450cc on the right side and has experienced breast implant rupture and a capsular contracture on the left side complicated by granuloma. The left silicone implant had silicone underexposure. The patient experienced bilateral ptosis. The replacement device was unilateral for the left side only 400 cc, high profile smooth silicone gel implant. As a result, the patient underwent implant explantation on (B)(6) 2021. The right side implant was not removed. This medwatch is for the right side.